Event description:
It was reported that the lead was explanted due to an insulation damage/fracture. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided photos. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The two provided photos showing the explanted lead were inspected. An approx. 1 cm insulation damage of the lead body was noted. Based on the characteristics of the damage the reported interaction with the capped predecessor lead is highly likely. However, without an analysis of the lead itself, the root cause cannot be definitely determined. Should additional relevant information or the device itself become available for analysis, the investigation will be updated.